Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016. The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 12/28/2015. The recall classification number is (B)(4). Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016. The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 12/28/2015. The recall classification number is (B)(4).

Event description:
The hospital reported that, during a case, the bellows stopped with a 'cannot drive bellows' alarm. The clinician reportedly switched to the bag mode to finish the case. There was no reported patient injury.